Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.

Event description:
It was reported that after 3 minutes and 43 seconds of activation, the distal end of the recanalization catheter core wire detached in the subintimal layer. No attempts were made to snare the detached segment. No further treatment was performed. There was no pt injury.